Event description:
The initial reporter complained of discrepant high inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The patient was initially tested on the meter with a result of > 8.0 inr at 4:20 p.m. The patient was re-tested on the meter using a different finger with a result of > 8.0 inr. The patient was sent to the laboratory where the result was 4.7 inr at 4:51 p.m. All results were reported to the patient's doctor who considered the laboratory result to be correct. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The patient is doing ok. The patient had only been taking coumadin for 4 days at the time of the event. The patient has not started any other new medications. The patient has no issues with hematocrit and does not have anti-phospholipid antibodies. The patient has not had any new illnesses and was not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. The meter and test strips were returned. The returned customer test strips were measured with the returned meter with liquid qc of a high level. Qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 361448) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The results alleged by the reporter were not located in the meter memory as the date was not set correctly. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.